Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 494 mg/dl and it was addressed with boluses. Reportedly, the customer's wife assisted with the pump operations due to slight limitation of the customer. It was noted that the customer's doctor requested that the basal, carbohydrate, and correction ratio settings change to address the elevated bg. The customer changed the settings and indicated that the cartridge/tubing/infusion set would be changed.